Event description:
It was reported that balloon rupture occurred. Vascular access at fistula site was obtained. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, while applying pressure on the device, the balloon ruptured. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable. It was further reported that the target lesion diameter was 2.0mm with length of 10mm located in the non-tortuous and mildly calcified vessel. The device was inflated twice at 20 and 24 atmospheres respectively. However, on the third inflation at 24 atmospheres, the balloon ruptured.

Manufacturer narrative:
A2: age at time of event: 18 years or older b5. Describe event or problem- updated. E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) device evaluated by MFR.: gladiator elite 6.0 x40, 40cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. Two complete balloon circumferential tears were identified. The first tear was located approximately 15mm distal of the proximal balloon bond. The second tear was located approximately 17mm proximal of the distal balloon bond. From the proximal circumferential tear, the balloon was also torn longitudinally for approximately 5mm. The distal section of balloon material had been pulled distally over the tip of the device. The center section balloon material was not returned for analysis. No other issues were noted with the balloon material. As per gladiator specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. Both markerbands were present on the shaft of the device. The distal markerband had moved proximally on the shaft most probably due the damage to the shaft. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. Vascular access at fistula site was obtained. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, while applying pressure on the device, the balloon ruptured. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable. It was further reported that the target lesion diameter was 2.0mm with length of 10mm located in the non-tortuous and mildly calcified vessel. The device was inflated twice at 20 and 24 atmospheres respectively. However, on the third inflation at 24 atmospheres, the balloon ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access at fistula site was obtained. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, while applying pressure on the device, the balloon ruptured. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable.